Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1614101) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that patients undergoing anticoagulant therapy (angiomax) may be at a higher risk for bleeding events. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that following a "perfect deployment" of the mynxgrip device, the patient developed a hematoma of 6 cm or less which resulted in the application of manual compression for 60 minutes to treat the hematoma. The device was used in conjunction with a 6f procedural sheath for arterial closure following an interventional coronary procedure. There were no multiple stick puncture attempts made before intravascular access was achieved. There were no multiple sheath exchanges. As reported, hemostasis was achieved and confirmed after the mynx deployment prior to moving the patient from the operating table to the transport bed. The patient was described as fine and recovered fully. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.